Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via right femoral artery by a contralateral approach. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left common femoral artery. A .014 non bsc guide wire crossed the lesion. The 6.0 x 40 mm sterling mr balloon catheter was inflated and ruptured at 14 atms on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).